Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an increase in the impedance, a decrease in sensing, and a loss of capture on the right ventricular (rv) channel. Fluoroscopy was performed and did not reveal any damage on the rv lead. The patient was hospitalized and the high voltage therapy was deactivated until the lead revision was performed. The lead was capped and replaced to resolve the event. The patient was stable following the procedure.